Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the pump exhibited "no disposable" alarm. The patient had to come back two times for treatment. No adverse patient effects were reported. Per reporter no additional information is available at this time.